Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that the threads of the impactor broke off in the cup. The surgeon left the threads and cup in the patient. The liner was locked with no problems.